Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge to resolve the issue. Customer's blood glucose ranged from 160-161 mg/dl.

Manufacturer narrative:
Device not returned

Manufacturer narrative:
B4 b4